Manufacturer narrative:
The retroflex3 delivery system was returned to edwards in a used condition. Functional testing was performed to de-air the returned system. The device could not be de-aired. A gross fluid leak could be seen originating from under the strain relief. The strain relief was removed in order to evaluate the balloon shaft under the strain relief. A partial circumferential tear and minor white stress marks in the outer shaft were observed. The most likely root cause for this failure was determined to be the improper latching of the card tray handle strap resulting in the card tray handle strap becoming inadvertently unlatched due to vibration or impact from the shipper box being dropped during shipping. It should be noted that this failure mode is highly detectable during device preparation before use in the patient. An existing crack will not allow the device to be de-aired or for the balloon to be sized, per the mandatory preparation procedure prior to use. Corrective action implementation was documented under CAPA. Re-training was provided to the packaging operators on ensuring that the card tray handle strap is properly engaged with the rf3 assembly. Training on securing the card tray handle strap was provided with emphasis on the importance of making sure the latch is properly secured on the handle strap during packaging assembly. This training was conducted on (B)(4) 2013. The complaint device was manufactured 04/11/2013, prior to retraining of the operators to properly attach the packaging strap. Therefore, no additional corrective or preventive actions will be pursued.

Event description:
As reported by the edwards field clinical specialist, difficulty was encountered during the de-airing process of the retroflex 3 delivery system. There was a continuous stream of air from the balloon lumen port. A different syringe, with and without a stopcock, was tried with no change observed. The hub of the delivery system was visually inspected. No cracks were observed. The device was returned to edwards for evaluation. During visual inspection of the device, a crack on the balloon shaft was observed just distal of the y-connector (under purple strain relief).